Event description:
The customer reported that the monitored volumes are over 100 mls high. Originally the issue was moisture being introduced into the flow sensor. Replaced the flow sensor and recalibrated all transducers all calibrated properly but the vte's are still around 650. No patient involvement.

Manufacturer narrative:
(B)(4).